Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Customer¿s blood glucose level was 188 mg/dl. Reportedly, the customer declined to perform further troubleshooting with tandem technical support. Tandem technical support assisted customer with pump reset and pump is charging as intended at the time of report.